Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the left ventricular lead dislodged. The physician attempted to reposition the lead but had difficulty advancing the guidewire. The lead was flushed but that did not resolve the issue. The physician successfully explanted and replaced the lead. The patient was doing good before, during and post surgery.